Event description:
It was reported that successful access and stent deployment were achieved into the tortuous left middle cerebral artery (mca). Angiogram post stent deployment did not reveal any anomalies. Approximately 24 hours post procedure a CT scan and MRI revealed a bleeding in the left basilar artery. The patient was administered aleviating and glycerol (dose unknown) and was reported to be in stable condition post treatment. The physician believed that bleeding may be due to a vessel perforation and/or a reperfusion injury.

Event description:
It was reported that successful access and stent deployment were achieved into the tortuous left middle cerebral artery (mca). Angiogram post stent deployment did not reveal any anomalies. Approximately 24 hours post procedure a CT scan and MRI revealed a bleeding in the left basilar artery. The patient was administered alleviating and glycerol (dose unknown) and was reported to be in stable condition post treatment. The physician believed that bleeding may be due to a vessel perforation and/or a reperfusion injury.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device was not returned; therefore, physical analysis cannot be performed. The vessel perforation was confirmed based on the reported event. Intracerebral/intracranial hemorrhage and vessel perforation, are known risk associated with endovascular procedures and noted as such in the direction for use (dfu). However, the exact root cause of the reported event cannot be determined. From the information available, there is no indication that the reported event is attributed to product specification nonconformance or misuse. There is also no indication that the subject device malfunctioned. It is likely that the most probable cause may be unstated anatomical/ procedural factor encountered during procedure. Therefore, a root cause of operational context has been assigned to this event.